Event description:
Chest tube to right side to suction due to complete spontaneous right pneumothorax. The chest tube was placed to water seal. Chest x-ray taken 4 hours later and tube placed back to suction. At 0400 the chest tube was placed to water seal due to md order. Chest x-ray was done at 0800. At 1155 md notes not obvious air leak but lung dropped 20% on water seal - back to suction. To underwater seal. Small air leak noted. Chest tube to water seal. Back to suction after 1 hour. Chest tube to water seal. Chest tube removed at 0925. No air leak noted. 1040 30-40% pneumothorax noted on chest x-ray. To operating room at 1130 for chest tube placement. Chest tube to suction. Chest tube to water seal. 50% pneumothorax. Chest tube back to suction. No air leak noted. Chest x-ray ordered. Complete pneumothorax noted. Right thoracotomy performed. No air leak noted. Chest tube remained to suction. Pt discharged.